Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The additional evaluation visual inspection revealed that the wires are broken. Based on these results we conclude that a short period of over-stress caused the break of the end of the wire. The breaking surface of the guide wire is homogeny and does not reveal anything extraordinary which points to a perfect quality of the product. There is no defect to the material. We could not prove any defect of the material.

Event description:
It was reported that the ki-wire broke when used during operation, one time before the implantation of the hcs screw and the other time after the implantation of the hcs screw. This is report 1 of 2 for complaint (B)(4).